Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins).

Event description:
Additional information received reported the event was related to programming/stimulation.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported on (B)(6) 2013, the patient reported undesirable stimulation; her spinal cord stimulator (scs) hurt her hip area when turned on. On (B)(6) 2013, the patient complained of pain at the implant site with drainage. A physical examination was performed on (B)(6) 2013, by a physician's assistant who reported minimal drainage and severe tenderness at the implant site. The patient was started on antibiotics and she had a history of infection with procedures. The patient's device was explanted and not replaced on (B)(6) 2013, and the patient resolved without sequelae. The event was related to the patient's neurostimulator, surgery/anesthesia, and programming/stimulation. Indication for use was reported as spinal pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.